Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
No patient information provided as no patient was involved in this event. No parts have been received by manufacturer. Event problem and evaluation: medtronic requested that an imaging system check-out be completed at the site; status is pending.

Event description:
A medtronic representative reported that when attempting to move the imaging system, it would not advance past "initializing please wait.¿ there was a green check for motion, but a red x for both the generator and the connection to the mobile view station (mvs). Multiple reboots did not resolve the issue. This issue was identified outside of surgery; no patient was present.